Event description:
It was reported that during an in-service demonstration, the surgeon cross-threaded the distractor tip for the matrix detachable holding sleeve and the tip broke. There was no pt involvement.

Manufacturer narrative:
Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. Manufacturing evaluation revealed that the detachable sleeve was returned with the thread broken at the tip. The break was along the minor diameter with the broken piece still attached to a portion of the thread. There were axial scratches along the shaft indicating rotation and contact with another object. Specification investigation noted that the minor thread diameter was undersized.